Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a bg level of 504 mg/dl with high ketones and nausea. Ketone levels identified as life threatening by their health care provider. Customer attempted to change the infusion set and deliver a correction bolus via the pump, to address the elevated (bg). Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2023 with no permanent damage. Tandem technical support performed a system check, and the pump is functioning as intended.